Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material along the catheter shaft is confirmed and was determined to be related to the manufacture of the product. One 5 fr t/l powerpicc catheter with its 3cg stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned catheter revealed some saline use residues throughout the catheter. A black and white spot was observed along the catheter between the 51 cm and 52 cm depth markings. A microscopic observation of the spot found on the catheter revealed the spot appeared to be black and white ink. An attempt to scrape the spot revealed the ink could not be removed. The black and white ink along the catheter shaft was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, nurse was cutting the PICC to insert when she noticed a potential cut or mark on the PICC 3.5cm up from the cut. She did not insert the PICC and got a new one to insert. Additional information received 01/29/2025: it was reported by the customer, "not sure if it was a cut or a mark but the PICC is in one piece."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.